Event description:
A request was received to investigate an odor in ccu on wednesday evening at 3:00 am cst. A hospital mechanic responded and could not locate the source. The clinical staff removed the pt out of the room and the mechanic closed the doors to the room. At 8:00 am cst, another call was placed to the maintenance dept that the odor was very bad in this area. Maintenance immediately went to the space and determined that the odor was throughout both floors of the ICU building and had also migrated across the bridge into the 2nd floor of the main hosp. A number of the maintenance staff investigated the area trying to determine the source. At this time, the building was put in full exhaust to remove the odor from the affected areas. Fire dept contacted for assistance. Fire chief (B)(6) responded and could not find anything definitive. Fire chief recommended haz mat be called and we agreed. It was determined by a maintenance person that the odor may be from the bed. The bed was immediately removed from ccu 6 and brought outside. The odor dissipated from ccu. As the bed was moved, the odor was strongest around the bed. We also noticed a liquid coming from the bed. Biomed was called to contact stryker and have them respond to the incident. MFR rep arrived and opened the svc covers on the bed and revealed that the lead acid batteries were severely swollen. There was also a liquid that was all over the parts in the bed and dripping on the outside of the bed. The haz mat tech tested the liquid and deduced that it was condensation from the overheating of the lead acid batteries. The ph of the liquid was neutral. Pictures were taken of the bed and its components. Stryker rep stated the issue would be addressed immediately. Stryker will check all beds and replace lead acid type with gel batteries.